Event description:
The customer reported that the probp 3400 unit had a broken plastic clip where the bp cuff connects to the tubing and that the power supply had exposed wires. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The probp 3400 automatically measures systolic and diastolic pressure excluding neonates and pulse rate, as well as calculates mean arterial pressure map. The device is intended to be used by clinicians and medically qualified personnel. It is available for sale only upon the order of a physician or licensed health care provider. This device is not intended for use on neonates, infants, or children under the age of 3 years. The effectiveness of this device has not been established in pregnant, including pre eclamptic, patients. The customer refused to return the unit for inspection, therefore a root cause into the reported malfunction could not be determined. Based on this information, no further actions are required at this time. Damage found to a device is readily detectable by visual inspection. A clinician would immediately recognize that the bp cuff damaged and would likely remove it from clinical service until the device is repaired or replaced. If the device were to be unavailable for use, the clinician would obtain an alternative device, which may result in a delay. Such delays are brief and would not result in significant risk to the patient. If a back up device was unavailable, the patient could be rescheduled or referred to another practice. There was no serious incident reported and should the malfunction of a physically damaged bp cuff recur the likelihood of serious injury or death to a patient as a result is negligible as it would be apparent to the end user and alternate devices would be available. Therefore, it was determined that reports of damaged tubing of the bp cuff is not a reportable malfunction. Although the reported event did not result in a serious injury, the reported malfunction of a frayed power cord with exposed wires could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.